Event description:
A customer reported weak aspiration during a cataract extraction procedure. The system was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the complaint. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).